Event description:
On 3/28/94 at about 0730, external drainage collection bag noted in bed with cracked tubing. Bed damp with clear fluid. Bag had been changed at about 0530. Catheter was for epidural drainage.